Manufacturer narrative:
The koh cup is supplied with two different materials - stainless steel for use with laser or harmonic scalpel and ultem for use during electrosurgery. The koh cup used during the subject event is not specified. As a result, no lot info is available. The device is not available to conduct further eval. In keeping with good medical practice, it is the responsibility of the physician to ensure all non implantable devices are removed from the pt. Should any add'l info become available, a supplemental report will be filed.